Event description:
It was reported; during cleaning procedure at the hospital, the device came apart. This is 1 of 1 report for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4). (B)(6). Visual inspection and the investigation of device showed that the holding mechanism of the protection sleeve fell apart because the spring and holding pin came out (spring missing). It was also determined the likely cause of failures were due to heat up during the cleaning; wear and tear on the surface; or improper fit of the pin. Device was previously subject to product improvement process according to (B)(4) (pin welding) to avoid such problems. Manufacturing documents were reviewed and no complaint related issues were found.